Event description:
It was reported that the right ventricular (rv) lead had high impedance and the physician is reluctant to replace it given the patient's age. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.